Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received excessive no delivery alarms and experienced high blood glucose. Customer's blood glucose was 435 mg/dl, which was treated with 7 units of insulin via manual injection. During troubleshooting, it was found that drive support cap was normal, no air found in tubing, no leaks found; time, date, and basal rates were correct; bolus wizard were correct. Twenty three no deliveries were found in alarm history. Insulin pump passed high pressure test. Customer reports that cannula was not bent nor occluded. Customer was advised that insulin pump worked as designed. Insulin pump would be replaced due to customer not feeling comfortable due to excessive no delivery and constant change of infusion sets. No further information provided.